Event description:
It was reported that the spider 2 tenet wasn't working due to power issues. Procedure was completed using another type of device. No patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A functional evaluation revealed the unit's pump motor would not engage when driven directly by a known functional and fully charged battery. The pre-pressure test jig was then used to bypass the unit's pcb. The unit would pressurize and engage as designed when the pcb was bypassed. This confirmed the pcb as the root cause. A visual inspection of the unit¿s pcb did not reveal any obvious burnt or damaged components. The fuse on the pcb was tested and was determined to be good. The complaint is confirmed and the root cause has been determined to be an open electrical circuit or component within the unit¿s printed circuit board. Manufacturing records show that the device was released to distribution as a service replacement in may of 2017. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.